Event description:
Revision surgery. It was reported that the surgeon encountered complication of a significantly displaced fracture of the 2nd metatarsal bone with use of the buttress plate. X-ray was provided prior to revision. Fiberwire was intact but the bone was displaced. The case was completed with a competitor's plate and screw.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event includes poor placement in the bone and degree of correction, poor patient selection, suture abrasion, knot failure, and/or patient non-compliance with the post-op protocol. Product directions for use (dfu-0147) states postoperatively, until healing is complete, the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.